Manufacturer narrative:
Per tandem user guide: your t:slim pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer inadvertently washed the pump, pump screen went blank and an unspecified malfunction occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.